Event description:
It was reported that the patient collapsed while doing garden work and required resuscitation. The emergency room physician diagnosed vf and terminated it with external defibrillation. Since the device could not be interrogated, the physician did not know if the device delivered therapy or not. The lead exhibited low high voltage lead impedance. The patient had been in ICU and the physician scheduled an upgrade procedure after the patient awoke. A few weeks later, the lead was capped and replaced. The pacemaker dependent patient was stable after the procedure.